Event description:
It was reported that during right atrial lead (ra) implant procedure, difficult to place and determined to be difficulty in placement anatomically, and the lead dislodge. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.